Event description:
Sales rep said there was an extra length of blue sheath over the fiber causing issues. It appears not to be cut correctly. A piece of the sheath came off and fell into the pt during the procedure. The doctor was able to retrieve it easily - no pt harm. Another fiber was opened to finish the procedure. The piece was also returned.

Manufacturer narrative:
The fiber was rec'd from the distributor manually coiled in a poly bag. The fiber was visually analyzed using 10x magnification which indicated that the fiber tip had been reprocessed after it left dornier medtech. The blue buffer was scratched which indicates it was an attempted re-strip of the blue buffer. It is confirmed that this did not occur at dornier per fiber work instruction, (B)(4), fiber cable power testing. The fiber was connected to a dornier test laser where the fiber was recognized by the laser. The fiber displayed an unclear pilot beam and was fired at 20 watts for 48 pulses on each laser. The fiber was found to successfully transmit laser energy just below dornier holmium fiber power specifications due to the fiber being re-stripped. Testing was performed on dornier h20 laser s/n: (B)(4); ophir thermal power head s/n: (B)(4), calibration due (B)(6) 2013 and ophir nova power meter s/n: (B)(4), calibration due (B)(6) 2013. All fibers are inspected 100% before being released for sale per the device history record. The device history record was reviewed that indicates the fiber was conforming to dornier specifications.